Event description:
As reported by the user facility: the cover was replaced over the needle following use and prior to disposal in sharps bin, however the needle pierced the cover (no undue exertion was used when the needle was being re-inserted into cover) which caused needle stick injury.

Manufacturer narrative:
Exemption number (B)(4). As we received no sample or lot number, an examination and thorough investigation was not possible. In this coherence we assess this complaint to be not judgeable. Following cdc guidelines and other international recommendations, recapping of needles should be avoided.